Event description:
Customer reported a failure code 532:844 on this colleague infusion device that occurred before use. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional info is available.